Event description:
It was reported that a vessel dissection was noted in the mid left anterior descending coronary artery (lad) at the distal edge of the 3.5x28 xience alpine stent during post dilatation with the 3.5x20 nc trek. The nc trek was inflated four times, at 10 and 14 atmospheres for 20 and 25 seconds. The dissection was treated with a 3.25x8 xience alpine stent and the condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: nc trek 3.5x20mm dilatation catheter, aspirin, ticagrelor. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.